Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular lead. During the lead revision procedure, a separation of the lead insulation was noted below the serial number (sn) at the proximal end. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed the lead was stretched. All conductors were stretched and there was blood/body fluid (not obstructed) on all conductors and the distal conductor. The outer insulation was pulled apart from overstress and there was apparent explant damage. Visual analysis noted that the lead had been stretched, causing the outer insulation to pull out of the connector sleeve.